Event description:
The customer stated that three different samples from the same patient generated discrepant sodium results on the architect c8000 analyzer on three different dates. An initial result of 136 mmol/l was generated on (B) (6) 2009. Another result of 118 mmol/l was generated on (B) (6) 2009 and a result of 136 mmol/l was generated on (B) (6) 2009. All discrepant results from this patient were reported out of the lab with no information regarding impact to patient management.

Manufacturer narrative:
(B)(4). Evaluation, results: (B)(4) -other: erratic sodium results. (B)(4) -other: erratic sodium results, ict valve-mod tubing, aspiration pump valve. An investigation was conducted in response to this complaint. A review was performed to the complaint text in, the instrument history and the architect system labeling. The review has determined that the architect system operations manual does address erratic results and how to remedy the generation of (B)(4) (unable to process test, integration chip technology, ict reference solution not aspirated) . Based on the field service evaluation, the most likely cause of this issue was a blockage in the ict valve-mod tubing or in the aspiration pump valve and it was resolved by component replacement (such as: waste tubing attached to the wash station probe 1, the cuvette wash, poppet valves and syringes). A review of the complaint history for the architect c system (B)(4) over the time period of (B)(6) 2008 through (B)(6) 2009 found several additional incidents of the same instrument generating discrepant results or imprecise control values that were resolved by component replacement. Based on this investigation, a malfunction of this architect system was not identified. This is a final report.

Manufacturer narrative:
(B) (4) this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.